Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was admitted to the hospital with a diagnosis of diabetic ketoacidosis. The reporter stated that the patient was taken off the pump and was treated with intravenous insulin. The reporter stated that the patient's blood glucose upon admission was 398 mg/dl with vomiting. The reporter declined troubleshooting of the pump reporting that the event was related to use error; the reporter stated that the pump emitted a replace battery alarm but the battery was not replaced. The reporter stated that when the pump battery was found powered off and did not have a battery in it. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis related to a failure to respond to a pump battery alarm.

Manufacturer narrative:
The pump has not been requested for return to animas at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/08/2014 with the following findings: there was no data from the time of the reported event due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There was no evidence of any power issues contained in the pump black box history. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. There was no damaged noted to the battery compartment or cap and the battery cap attached securely to the pump. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications; no power issues occurred during testing. The pump was opened and no damage was found to the pump power circuit. No delivery related defects were found during testing.